Manufacturer narrative:
The device involved in the incident and the retained samples of the same lot have been inspected visually and tested electrically. Thermal and mechanical tests were performed on retained samples and on samples from the very pouch of the involved product. All samples were found to perform within limits. No faults could be detected. For lack of precise positioning information it cannot be decided whether the electrode had been placed according to the IFU. It is also not clear if the activation time restriction as defined in the IFU had been respected by the user. In any case, the IFU explicitly states a warning "if an electrosurgical unit offers an electrode contact quality monitoring system like rem, nessy, arm, etc., always use a split electrode. Never deactivate the auditory alarm of the contact quality monitoring system during surgery." An electrode monitoring system cannot work with a standard un-split electrode. The erbe icc 300 offers such a monitoring system (nessy). The hospital has used a non-split electrode. The use of a split electrode (instead the non-split electrode actually used) with activated electrode contact quality monitoring system would have prevented any burn. We therefore conclude that a user error contributed to the event.

Event description:
On (B)(6) 2012, a 84 minutes ambilateral hip endoprosthesis procedure was performed at (B)(6) hospital. A erbe icc-300 electrosurgical generator and a non-monitoring dispersive electrode (model rs012) were used. The patient was positioned on his back and was not repositioned. The electrode was placed on the center of the thorax on the right. The power setting was described as "120 watt." At the end of the procedure one burn underneath the dispersive electrode was discovered, at the right side (when viewed from the cable connection on the gel side), to the far corner. The wound has been described as burn of approximately "4cm to the 2nd power." Reviewing the involved product and also a photo showing the injury after the procedure we assume that the burn must be a 3rd degree burn. The hospital stated, by peeling off the electrode it was recognized that the electrode had lifted from the patient on a relative area of approximately 5%. No information was available on skin preparation, the precise orientation of the electrode on the thorax and the activation cycle. Also no details of any wound treatment have been disclosed so far.